Manufacturer narrative:
The reported event of a kinked sheath could not be confirmed. A more comprehensive assessment could not be performed since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2020, a 22 mm amplatzer amulet device was selected for implant. During the procedure, a 12f amulet sheath was selected to deliver the device, but the sheath could not be advanced to the left atrial appendage to deploy the device. The delivery sheath appeared kinked, a second 12f sheath was attempted but it became kinked as well. A third sheath was opened to successfully deploy 22 mm amulet device.